Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code, 3191, patient was unable to identify device issue therefore a more specific code could not be selected.